Manufacturer narrative:
On 12/6/2017: tandem technical support guided the customer through setting up a temporary basal rate of 0% for 4 hours as the customer was using the pump only for bolus deliveries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to a blood glucose (bg) level of 1126 mg/dl and diabetic ketoacidosis. Prior to the hospitalization, the customer completed a supply change and administered a manual injection; no issues with any of the pump supplies were observed. While in the hospital, the customer received insulin and fluids via an intravenously delivered drip. During troubleshooting with tandem technical support, it was observed that the customer had experienced an occlusion alarm and a cartridge alarm 5 (pressure out of range). The customer declined to discuss additional details regarding this issue.